Event description:
Complainant alleged that during monitoring of a patient (age unknown) the device took a long time to power up to a display. Complainant indicated that user was able to continue using the device to monitor the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.